Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The product was expired, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be transmitter stale stop command. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).